Event description:
It has been reported to philips that the images did not appear on the flexvision. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system remotely and confirmed that images do not appear on flexvision when the customer inserts the digital video interactive (dvi) cable that was coming from the wall. Rse found that the position of the wall connection box (wcb) was not correct. It was not possible for customer to attempt an off/on. Review of the system log file did not show ¿no flex display¿ malfunction. Furthermore, the philips field service engineer (fse) inspected the system onsite and found that the power supply of the distributor used in the operation room was defective after receiving the video graphics array (vga) signal in the examination room. To resolve the issue, fse replaced the spare power supply. After replacement of the spare power supply, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was/were corrected.